Event description:
It was reported multiple occlusion alarms. Reportedly, the customer uses cold insulin and uses supplies for 3 days with humalog brand insulin. The customer was educated that room temperature insulin should be used and pump supplies should not be used more than 48 hours with humalog brand insulin. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge, then resuming insulin.